Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that an ar-3610ct straight fibertak reusable guide welded to a drill. This was discovered during a labral repair procedure with no patient harm or case delay. The case was completed by opening up a non-reusable drill guide and another drill.